Event description:
It was reported that an ilet was dropped during basketball practice, after which the screen assembly separated from the device and the user could no longer operate it. Symptoms included no clinical effects. Outcomes included no clinical impact and no medical intervention. Investigation included review of the reported event and logistical processing for a replacement device. Investigation of this case revealed physical damage consistent with external impact, resulting in screen bezel separation and loss of device usability. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.

Manufacturer narrative:
Initial.